Manufacturer narrative:
The device was examined by an arjo investigator and was found to be in good working order, with only minor scratches. Pictures of the sling indicate it was a standard sling, size large, with grey keyhole slot design clips indicating a production date between 1999 and 2006. The sling was frayed and faded. The plastic support strips were not present at the time of the examination. It was reported by a manager at the facility that the caregiver may have positioned the resident improperly prior to the move. Upon further inquiry, the facility also reported that the plastic support strips were not in the sling at time of the event. Internal testing shows by manner of stimulation how a resident can slip out of the sling by not having the sling supports in place. The guidelines for the use of the sling clearly states: "arjo slings with head support have two pockets at the head section, which should contain plastic reinforcement pieces during use. Always ensure these reinforcement buckles have been inserted into the sling pockets before using the sling." Based on the information provided, the manufacturer has concluded that the reason for the patient slipping out of the sling in this incident is that the sling was not used with the plastic supports in place. The manufacturer recommends the operators of the device be retrained against the tempo operating and product care instructions, and the guidelines for the use of the sling.

Event description:
The facility reported that when the caregiver was moving the resident from the bed to a chair, the resident slipped thought the sling and fell to the floor (approximately 2-3 feet). No injuries were reported.